Event description:
It was reported that a skin reaction had occurred. According to a report received through the insulet partner customer service team, the patient sought medical care at (B)(6) on or around (B)(6) 2025. The patient was diagnosed with an infection at the sensor pod insertion site. The clinical team cleaned the site; however, available documentation does not specify whether any surgical intervention was performed. The patient was prescribed oral antibiotics for treatment. At presentation, the sensor displayed a blood glucose (bg) value of 2 mmol/l, prompting the medical staff to administer sugar to address the presumed hypoglycemia. Despite this intervention, the sensor continued to display 2 mmol/l, raising concern for sensor malfunction. A bg measurement showed a value of 18 mmol/l, indicating hyperglycemia. The clinical team subsequently administered insulin to treat the patient¿s elevated glucose level. The patient remained under observation for approximately 10 hours and was discharged at 2:00 a.m. On (B)(6) 2025. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).